Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not allowing him to go down only upward when he entered a blood glucose value and it scrolled on its own. The customer's blood glucose level was 140 mg/dl. The customer mentioned that all the keys had stopped responding. The customer stated that the time on the insulin pump was advancing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.